Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that supply pressure sensor does not work properly due to expired life expectancy of cr board and equipment does not work properly due to failure in cr board. There was no patient involvement.